Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were observed. The laser firing power was at 78%. There were no patient complications reported in relation to this event.